Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image and pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for alleged critical pump error (open book image) found on 21-aug-2022. Pump failed to boot up properly, partial display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. The pump failed the sleep current test. The pump failed the self test due to pump error 75 alarm. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 3 on the event date of 08/21/2022 at 15:27:02.000 (file number: 124, line number: 2771, esf: nan) due to a possible hardware error. Pump error 3 alarmed due to ipc communication timeout: the main mcu did not reply to the motor ipc message within the timeout. Pump alarmed a pump error 25 on the event date of 08/21/2022 19:00:00.000 due to moisture damage on the j6 connector. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on the j6 connector. In the pump history files and traces pump error 75 alarmed during testing on 03/07/2023 at 11:43:27.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor, motor, keypad flex connecting cable, and lithium backup battery. The following were also noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, corroded battery tube, and corroded battery tube spring. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm¿not confirmed. Exposure to moisture was confirmed found on the electronic assembly, motor, force sensor, lithium backup battery, keypad flex connecting cable, and battery tube. Pump error 3 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 25 was confirmed in the pump history files and traces due to moisture damage on the j6 connector. Partial display was confirmed during testing due to moisture damage on the lcd flex circuit on pcba 1 and pcba 2. Pump error 75 was confirmed during testing due to moisture damage on the lithium backup battery. High sleep current measurement was confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.